Event description:
It was reported that the procedure was cancelled. An 8mm x 40cm interlock .035 coil was selected for an embolization of internal iliac artery. During the procedure, the coil entered the patient's body through the catheter but could not be pushed normally. It could not be pushed after several attempts. Consequently, the procedure was not completed due to this event. There were no patient complications as a result of this event.